Event description:
On (B)(6), 2010, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that the onetouch ultraeasy meter displays an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient tests before and after every meal. The patient self manages her diabetes with humalog insulin and lantus insulin. The patient alleged that the issue began on (B)(6), 2010 at 6am (prior to administering her humalog insulin). According to the csr's documentation, as a result of the alleged issue the patient decided to take 12 units of insulin (the same amount she administered the day before). Approximately 45 minutes following the reported meter issue, the patient claimed she experienced symptoms of sweating, blurred vision, weakness, and feeling almost drunk like. Immediately after the onset of her symptoms, the patient administered self-treatment by consuming food and/or drink. At the time of troubleshooting, the csr verified that the patient followed the correct blood glucose testing procedure (per owner's booklet). The csr also noted that there was no misuse of the lfs product. A replacement meter was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k061118.

Event description:
Information received indicates the bed exit would arm but it wouldn't alarm.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.